Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right atrial (ra) lead was explanted and replaced due to an unknown reason. The patient status was not provided.